Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed as a suture retrieval issue. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an arrhythmia ablation interventional procedure. Reportedly, a cuff miss occurred as the suture did not follow the needle. The physician felt the cuff miss occurred due to the calcification. The pre-close technique was abandoned and the ablation procedure was completed via an 8.5f sheath. A new prostyle device was used after the procedure to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.